Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Three years after a smart stent was implanted in the middle portion of the right femoral artery, re-vascularization was performed on the target lesion. Three months later, intermittent claudication was confirmed and one year later, intermittent claudication was confirmed again. Percutaneous transluminal angioplasty was performed and the patient recovered. The smart stent was implanted in the target lesion without any issue. The ankle-brachial index level was confirmed to have been decreased. This is a case from (B)(6) smart pms for sfa.

Manufacturer narrative:
Three years after a smart stent was implanted in the middle portion of the right femoral artery, re-vascularization was performed on the target lesion. Three months later, intermittent claudication was confirmed and one year later, intermittent claudication was confirmed again. Percutaneous transluminal angioplasty was performed, and the patient recovered. The smart stent was implanted in the target lesion without any issue. The ankle-brachial index level was confirmed to have been decreased. This is a case from japan smart pms for sfa. No other information was provided. The device was not returned for analysis. A product history record (phr) review of lot 15844403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The adverse events of intermittent claudication and peripheral artery restenosis cannot be confirmed due to the nature of the events and the relationship to this device. Thrombosis, stenosis, and/or restenosis are commonly indicated events. Patients that require stents typically exhibit signs of thrombosis and restenosis prior to receiving these devices. Reports of these conditions after the device has been successfully deployed have not been linked to known manufacturing processes or criteria of the stent. According to the instructions for use, which is not intended as a mitigation, the following events are amongst those listed as potential adverse effects secondary to intravascular stent implantation: ¿arterial occlusion / thrombus, remote from puncture site, arterial occlusion / restenosis of the treated vessel, embolization, arterial, ischemia / infarction of tissue/organ, venous occlusion / thrombosis, remote from puncture site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.